Manufacturer narrative:
(B)(4). Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Unit unable to verify lost sensor due to device unable to locate sensor signal, problem isolated to pcb 2. Unable to determine reported harm due to sensor signal anomaly.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 220 mg/dl and 310 mg/dl. Customer stated his blood glucose value run to above 250 mg/dl due this to he did not trust the sensor value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.